Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the customer report that external pacing had malfunctioned. We isolated the cause of the failure to an integrated circuit chip (ic) on the preamp board. We found several pins on the ic were not delivering the expected signals for unk reasons. We replaced the preamp board to restore normal operation. The repaired device passed acceptance testing and was returned to the customer.

Event description:
The customer reported that the external pacer function did not work during routine check out. No patient involvement.